Event description:
It was reported that while performing a breast biopsy, they were having vacuum issues and then heard a loud noise. They changed the cannister, tubing and noticed they were not getting any tissue samples. They changed the probe and finished the case. One probe being returned for analysis.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.